Manufacturer narrative:
The insulin pump had no audio tones due to a broken transducer wire. The insulin pump passed the displacement, occlusion, prime and excessive no delivery alarm tests. No unexpected alarms were noted and the insulin pump passed the operating currents.

Event description:
The customer stated that the insulin pump had no audio tones. Troubleshooting was performed, and the insulin pump did not beep during the alarms. It was also stated that the batteries have been lasting only one day. Nothing further was reported.